Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: e3. Corrected: h5. E3 initial reporter occupation: lawyer.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and pinnacle medical records received. After review of the medical records the patient was revised due to adverse local tissue reaction from mom resulting to pain. Operative note reported severe amounts of fluid that appeared related to adverse tissue reaction and significant metallosis. There was also a chronic inflammation and synovitis. Laboratory result for cobalt/chromium were below 7ppb. Doi: (B)(6) 2006; dor: (B)(6) 2018 ; left hip.